Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(6).

Event description:
It was reported during use of the c35j stopcock q-syte wht 360deg w/o nut cap ns ¿when flushing with heparin and saline, the leakage occurred from the connection of ex tube and stopcock. The customer started to use the device from (B)(6) and confirmed leakage on (B)(6).¿ there was no report of injury or medical intervention.

Manufacturer narrative:
MDR supplemental for additional information: pr# (B)(4) was canceled when additional information was received that ¿atom medical completed the investigation on this complaint and found that the defect is not related to the bd product¿. An additional supplemental for investigation will not be submitted as this is a "not reportable" complaint.